Event description:
Had the essure inserted. Since that day I have had irregular and heavy menstrual cycles, hair loss, increased anxiety and depressive episodes. Finally decided to see a doctor about a hysterectomy in an attempt to stop the effects. I have my procedure on (B)(6) 2018.